Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2011 at 2030, an unspecified channel of the pump was programmed to deliver, an unspecified concentration of lipids, at a rate of 4.7ml/hr, for a duration of 25 hours, and the delivery was started. No further programming parameters were provided. The customer contact reported on (B)(6) 2011 at 0645, the solution container was empty. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The pump is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.